Manufacturer narrative:
Combination product: yes.-

Event description:
Abnormal impedance alert noted via home monitoring. Then the impedance returned to normal. The physician decided to cap and replace the lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 61.5 cm proximal to the lead tip. The df4 connector was not returned. An extraction aid was found on the returned fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found rubbed through between 9 and 11 cm proximal to the lead tip. The conductor cable leading to the ring electrode was found fractured 8 cm proximal to the lead tip. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the rv shock coil and inner coil were found stretched and the helix bent. These deformations probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Abnormal impedance alert noted via home monitoring. Then the impedance returned to normal. The physician decided to cap and replace the lead. Should additional information be received, this file will be updated.